Manufacturer narrative:
H10: h3, h6: the navio handpiece, intended for use in treatment, had a broken leadscrew nut prior to a procedure on (B)(6) 2018. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports. The navio handpiece was returned for further evaluation and the initial visual/functional was performed, which confirmed the reported event. The snap lock nut was broken. The root cause of this issue was found to be mechanical component failure.

Event description:
It was reported that the handpiece has a broken leadscrew nut. No case involved.